Event description:
A patient with an evoke spinal cord stimulation (scs) system was evaluated for a change in stimulation. A lead migration was confirmed. The patient reported a fall prior to the reported event. The evoke scs system did not cause or contribute to the patient¿s falls. A lead revision was completed and therapy restored.

Manufacturer narrative:
The device remains in use. Without the return of the device, it is not possible to reach a definitive root cause. The reported event mentions the patient¿s prior falls, which likely contributed to lead migration event. The evoke scs system surgical guide details risks associated with surgery and spinal cord stimulation, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and continues to by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks.